Manufacturer narrative:
The initial reported event of inappropriate shock due to noise was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received some shocks and came to the hospital. Interrogation indicated that the shocks were inappropriate due to noise and short v-v intervals. The lead was capped and replaced. No further patient complications have been reported as a result of this event.